Manufacturer narrative:
(B)(4): the customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: none. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, after clip deployment, resistance was felt during device removal. Several attempts were made to remove the device by inserting a dilator into the access ports, unlocking the thumb advancer and clip delivery tubeset enabling them to be retracted proximally. Additionally, the safety release slider was activated, which released the device from the tissue tract. The clip deployed in the intended location and achieved hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.